Event description:
In 2009, the patient reported experiencing elevated blood glucose for the past 1-2 weeks. He stated that "yesterday or the day before" his blood glucose was elevated to 21 mmol/l (378 mg/dl) at 10:00pm and he bolused 7 units of insulin. At the time of the report his blood glucose measured 17.8 mmol/l (320 mg/dl) and he bolused 4.5 units of insulin. He stated that he has had to take more boluses in order to lower his blood glucose. He stated that 3 weeks ago he switched infusion set types. To troubleshoot, the patient was instructed to disconnect from the infusion site and to bolus 4 units of insulin. No insulin dripped from the end of the infusion tubing. He was instructed to perform another 4 unit bolus and he placed the end of the infusion tubing on a piece of paper and after the bolus was delivered, the paper was still dry. He stated that he did not see any air bubbles in the insulin cartridge or infusion tubing. He disconnected the infusion tubing from the insulin cartridge and he stated that insulin spilled out. He did not receive any error messages. He stated that the infusion deice makes a "friction" noise when insulin is delivered. He stated that it is the same noise the device makes when the piston rod is retracted and extended during a cartridge change. He stated that no insulin has been spilled in the cartridge compartment of the infusion device. The patient switched to his backup infusion device. Upon follow up five days later, the patient stated that his blood glucose returned to normal after switching to the backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.